Event description:
It was reported that the colonovideoscope had a grainy image and image issue, at an unspecified procedure. Patient involvement remains unspecified.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.